Event description:
It was reported to baxter (B)(4) that the reservoir of a single day infusor ruptured after filling. The device was being filled with 48 milliliters 10.4 milligrams per milliliter vancomycin in 0.9% nacl when the reservoir ruptured. There was no report of patient injury or medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4).the customer initially reported that the device was available for evaluation; however it was not returned to baxter. Therefore the reported problem could not be confirmed or duplicated. The root cause of this issue is currently being investigated under CAPA (B)(4). A follow-up report will be submitted if additional information becomes available.